Manufacturer narrative:
Updated fields: b4,d9,e3,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and replaced the pim due to blood contamination. The unit passed all functional and safety tests per factory specifications.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a balloon rupture, causing blood to back up into the safety disc, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, e1 (initial reporter), h6 (investigation findings). Due to character limitation in e1 block: initial reporter: (B)(6).